Event description:
To summarize this event, the device was deployed and appeared well-seated on wiggling and fluoroscopy and therefore, was released. However, the device embolized into the rv minutes later. The patient was referred for urgent surgery for retrieval and closure of the defect.

Manufacturer narrative:
No imaging was provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The amplatzer septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical. Should the imaging become available at a later date, this file will be reopened for review.